Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: there is a black line of either hair or a bristle brush of some sort. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Six (6) photographs and one unused sample in open packaging were provided for evaluation. The photographs and sample were visually evaluated, and it was noted there was a very thin loose thread-like particulate on the outside of the male luer. The reported defect was confirmed. A historical review of the customer complaint database dating back one year revealed no trends of this nature against this finished good item or lot number. All available information regarding this occurrence has been forwarded to our (mrb) material review board in order to heighten awareness. Although the defect of foreign particulate was confirmed of male luer, the exact root cause was not able to be determined at this time. B braun has procedures in place to mitigate foreign matter in the manufacturing area. These include workstation cleaning and proper garbing processes. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. If any additional pertinent information becomes available, a follow up will be submitted.